Event description:
It was reported the lead was implanted a week prior to report. During subsequent surgery to implant the implantable neurostimulator (ins) on the day of report, there was blood found going into the lead. An impedance check found an anomaly on electrode #3. Stimulation was done using another electrode and the patient had appropriate therapy. The operation was completed. Status was noted as no health hazard to patient.

Manufacturer narrative:
Concomitant medical products: product ID 3387-28, lot# 0205586340, implanted: (B)(6) 2012. Product type: lead. (B)(4).